Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a hole in tubing at the blood sampling valve, bsv, fitting. He cut the tubing at the bsv and reattached it and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of less than 100 ml from a coulter lh 750 hematology analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face/eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.